Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 580 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia and pain. The patient had administered a bolus in the morning and then delivered a pen injection of insulin at school. The patient was taken by ambulance to the hospital. Once at the hospital the patient was treated with intravenous fluids as well as a shot of insulin. The patients pod was changed in the hospital as it had run out of insulin. The patient was discharged from the hospital the following day. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.